Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal) in 2022. The patient presented in clinic 3 years after implantation complaining of blurry vision. Slit lamp exam revealed an abnormal, central area on the lens consistent with polymerization due to the lack of lock in treatments. The lal was explanted.